Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed and found there was a pacemaker mediated tachycardia (pmt) episode and confirmed there was loc on the strip. Subsequently, this rv lead was explanted and replaced. The lead has not been received for investigation. No additional adverse patient effects were reported.